Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. After all release criteria was met the physician released the closure device from the core wire of the wds, successfully implanting the closure device in the laa of the patient. While monitoring the closure device post release it was discovered that there was a small string-like thrombus that was on the face of the closure device. The physician attempted to aspirate the thrombus from the patient, but was unsuccessful. The procedure was ended, and no other intervention was performed. The physician planned to keep the patient on xarelto until their 45 day follow up transesophageal echocardiogram (tee) procedure. The patient has since been discharged from the hospital.